Event description:
On 3/15/1999, pt had an urgent cardiac catheterization for chest pain and syncope. Catheterization reveals no significant disease of the native coronary arteries. A collagen vascular closure device, angioseal, is inserted into the right femoral artery to provide hemostasis. The pt was discharged on 3/15/1999 in stable condition. On 3/24/99, the pt is seen for complaints of pain and swelling at right lower extremity. A vascular duplex was done and revealed no pseudoanuerysm or av fistula but does reveal turbulence in the common femoral artery causing increased velocities which is noted to possibly be related to an angioseal device or secondary to a plaque raised at the time of catheterization. The pt was instructed to decrease activity to an "as tolerated" level and the pt was off work or on limited duty for the month until a follow-up exam could be done. A follow-up exam was done on 4/21/99 revealing no evidence of flow reducing stenosis. The previously visualized high velocities are no longer present.